Manufacturer narrative:
Investigation summary : bd received two photos for investigation. A visual examination of these photos revealed black particles on the inside of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - non-biological. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, there was foreign matter seen in 92 tubes. No health impact or consequence reported.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d2b: medical device type: jka. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: bk230980, k213670, and k231373. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, there was foreign matter seen in 92 tubes. No health impact or consequence reported.